Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet switch was replaced, and the unit was returned to service. Block a: patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case, the bag/vent switch had to be toggled a few times to initiate mechanical ventilation. There was no report of patient injury.